Event description:
The patient reported that they had a fall a couple weeks prior to the report and thought it may be tied to a change in symptoms, but was not sure. It was indicated that they had a return of leaking and was filling up their pads a couple of days prior to the report. It was also reported that the patient had pain in the vaginal area. They had made an increase in stimulation making the stimulation uncomfortable sometime the week prior to the report. The patient confirmed that the stimulation was currently on program 2 at 2.4v, and decreased stimulation to 2.2v. This was comfortable sitting, standing, and walking. It was noted that the pain went away with a decrease in stimulation. Additional information received from the healthcare provider indicated that they hadn't seen the patient since (B)(6) 2016. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.